Event description:
It was reported by the patients advocate that the patient passed away a few years ago. They did not provide the cause of death, nor did they suggest the device may have caused or contributed to the passing. The physician does not know the cause of death. No additional information was provided, and no further information can be obtained.

Manufacturer narrative:
Block b2: date approximate. Block b3: date approximate. Block d2b: lgw, qrb. Investigation summary: based on the available information (in the absence of product return), the root cause of the reported clinical observations cannot be established as the product has not been returned for analysis. Device history record review: a review of the manufacturing documentation for the device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis. Therefore, a physical analysis could not be performed in our laboratory. Investigation conclusion: the device was not returned for analysis, and as such physical analysis has not been conducted in our laboratory. Review of the device history record did not identify any manufacturing deviations that could have contributed to the event. The cause of death remains unknown and insufficient information exists to determine any potential relationship to the device. Based on limited information and in the absence of device return, the root cause of the reported clinical observations cannot be established.

Manufacturer narrative:
Block b2: date approximate. Block b3: date approximate. Block d2b: lgw, qrb.

Event description:
It was reported by the patients family member that the patient passed away a few years ago. The family member did not provide the cause of death, nor did they suggest the device may have caused or contributed to the passing. The physician does not know the cause of death. No additional information was provided, and no further information can be obtained.